Event description:
Home care patient who has been on oxygen for 5 years. Very compliant. Oxygen supplied by contracted services. Patient was switching oxygen conserver from e tank to b tank. Saw flame, heard loud noise. Blackened soot area to right forehead and left palm. No burns. Patient and wife very upset. Patient complained tenderness to same two areas noted above.